Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation; along with a a retained sample. Visual inspection of the photographic samples provided showed a rotating luer lock; however, due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. Visual inspection of the two retained samples did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed on all junctions, and no disconnections were noted. The two retention samples were submitted to an air passage test at 0.1 bar, and no blockages were observed. The sets underwent functional testing by loading the sets into an infusion pump at a flow rate of 100 ml/hour with a volume of 20 ml for 12 minutes. The infusion ran without any issues noted. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured the reading was within the acceptance criteria. The two retention samples were submitted to an underwater leak test, and no leaks were identified. For the retention samples, the event could not be replicated; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vented paclitaxel set leaked. While in the oncology department, the patient was undergoing a chemotherapy infusion of keytruda 400mg in a viaflo bag. Five minutes into the infusion, ¿the device pierced¿ which resulted in the medicated solution ¿spilling out for some time.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.